Manufacturer narrative:
Since the subject device has not been returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at in use. The service engineer of the service department of olympus (B)(4) checked the subject device at the user facility, the reported phenomenon was occurred due to the user handling which the user had connected the subject device with the defect bronchoscope and not turned off the subject device. Then the subject device had not displayed the image with next bronchoscope after that. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to insertion/removal a live-line when the defective endoscope replace. It is required that the power of the subject device must be turned off strictly when the endoscope is replaced. But in this reported phenomenon, it might have been occurred the connection failure between the subject device and the endoscope with remaining the previous error memory which might have caused the reported phenomenon because the subject device had not been turned off. If additional information becomes available, this report will be supplemented.